Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24jul2019. The customer discovered the issue during preventive maintenance that the touch screen had what was described as a puncture hole in it. The customer confirmed that the touchscreen was successfully replaced to resolve this issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator unit's touch screen was damaged. There was no patient involvement.